Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was having bladder problems and was turning stimulation up and got other issues in around (B)(6) 2016. It was noted that if stimulation was turned off, their bladder goes crazy within 4 hours with painful spasms. The patient had been going in for bladder treatments where they use a catheter and put in medication to settle it down. The patient had a programming adjustment with their healthcare provider (hcp) on (B)(6) 2016, where stimulation was increased and the program was changed to provide stimulation 12 minutes on and 12 minutes off. It was reported that after the adjustment, the patient started to feel painful stimulation and fuzziness in their rectum/crack/both cheeks, and noted they were horrible rectal spasms. The patient started to have diarrhea about 5 days later, and felt stimulation down their leg, in their thigh, and low back, like sciatica. It was noted the patient did not have any of these feelings/jolt prior to the adjustment. The patient was told by their hcp to not turn off stimulation or change the program. Following a chiropractic appointment on friday, (B)(6) 2017, where the patient¿s neck was adjusted to help with recent sinus issues, the patient experienced the feeling of fuzziness spread from where they had been feeling it to their back, chest, arms, and fingertips. It was noted their fingertips were painful. The patient became worried and turned off the stimulation last night when the intermittent fuzziness was felt around their heart. It was noted it took a while to resolve, but the stimulation feeling had left their fingers, arms, chest, and back. It was reported even after turning stimulation off, the patient felt it around the ins and upper thigh. No traumas/falls or electromagnetic interference was reported to be related to the issue. It was reported the patient would follow up with their hcp to resolve the symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.